Manufacturer narrative:
A philips remote service engineer (rse) advised the customer on the proper way to zero once the transducer is level to heart. The philips field service engineer (fse) spoke to the biomedical engineer (biomed). The biomed stated that the unit was tested, and she was also unable to verify any issues, but the staff requested philips onsite to validate. The fse performed an in-service with zeroing pressures and showed the biomed the steps to replacing with spare for if/when they need to. The fse determined that the system was operating as intended. The device was confirmed to be operating per specifications, and no failure was identified.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that all pressures were not reading correctly. The customer moved the transducer to another channel and was still seeing no reading. The device was in use on a patient at the time of the event. There was no adverse event reported.